Manufacturer narrative:
Investigation summary: a visual inspection revealed that the dissection tip was received as a complete assembly. There was some blood along the connection of the two tip components. Based upon the visual observations, the reported complaint for "foggy" was confirmed since there was blood in the tip. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, upon initial attachment of the dissection tip to the 7mm reinforced scope fogging was noted in the tip. The harvester did not apply anti-fog to the scope prior to attaching the dissection tip. The harvester obtained a replacement accessory kit and successfully completed the case. There was no harm or injury to the pt. The product was returned.